Event description:
Customer reported their insulin pump alarmed multiple times. The customer's blood glucose was 148 mg/dl. The customer stated the alarm did not occur during the rewind/prime sequence. The customer stated they were stuck in the alarm loop. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarm in alarm history screen due to corrupted history file. No unexpected a52 alarm noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).